Manufacturer narrative:
No button error alarm noted. Unable to perform displacement test due to no button response. Device received with no button response due to unlocked component/lcd keypad connector. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
Customer's mother reported via phone call that the insulin pump would not deliver a bolus and alarmed a button error alarm. Customer's blood glucose was 337 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.